Manufacturer narrative:
H4: information is unavailable; device was not returned for eval.

Event description:
During a laparoscopic cholecystectomy procedure, two clips came out at once and then they wouldn't hold on the tissue. Another like device was used to complete the procedure. There was no pt consequence.